Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported a tampon was missing the string and she was unable to remove it. The next day when she went to the bathroom the tampon came out. She experienced a scratchy feeling in her vagina after the tampon was removed. She did not seek medical assistance.